Event description:
This is the same event and the same pt reported under MDR ID# 2939859-1999-00121 (collagen corp #1025366) this is the first MDR submitted for the first suspect product. A physician reported a pt who was originally skin tested on 06/05/97 in the left forearm with negative results. The pt was first treated on 04/29/99 with two formulations of product in the nasolabial folds and the vertical lip lines. The procedure was without event. On 04/30/99, the pt phoned and reported that the vertical lip line treated sites had become markedly swollen. The pt was advised to massage the area to reduce the swelling. The pt was examined on 05/05/99, and present with redness, swelling and induration at all treatment sites. The pt stated the symptoms diminished at night, and flared during the day. Hypersensitivity was diagnosed and a medrol dos-pak, oral benadryl and topical hydrocortisone cream were prescribed.